Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Performance data collected from the device was analyzed. Analysis of the device memory indicated the a false alert for the right ventricular lead integrity alert.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) triggered a right ventricular (rv) lead alert for no ise and oversensing. Upon interrogation, there was no evidence of noise or oversensing. There were two non-sustained ventricular tachycardia episodes due to true high ventricular rates. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.